Event description:
The customer contacted spacelabs healthcare to report that their xhibit central station unexpectedly shut down. No patient or user harm was reported. The device was returned to spacelabs healthcare for evaluation and the reported issue was verified. The cause of the issue was identified as an inoperable video card fan. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable. A replacement device was provided to the customer.